Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted into a failed 21 mm carpentier-edwards perimount surgical valve. The failure mechanism of the perimount was aortic insufficiency due to a compromised leaflet and high gradients. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)